Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had damage to the drive support cap. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device pass displacement test. The drive support disk was inspected and no anomaly noted. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case, broken belt clip slot, cracked case from reservoir tube window corners, cracked reservoir tube window, stained end cap sticker and corroded battery tube. The test infusion set and reservoir does lock into place. (B)(4).